Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400mg/dl, vomiting, a loss of consciousness, and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer spilled hot oil on the pump a month prior to the event, and customer and healthcare professionals believed the pump was malfunctioning; however, system check with tandem technical support confirmed the pump was functioning as intended, and ultimately, the cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline with sugar, and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.